Event description:
During an endoscopic procedure, the physician used a cook endoscopy huibregtse single lumen needle knife. The needle reportedly detached from the sheath during use. The needle was located inside the pt and was unable to be removed. The detached section of the needle was left to pass naturally through the gastrointestinal tract. Several attempts were made in an effort collect additional info regarding pt impact. The complainant did not specify if the pt experienced any adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Eval: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for eval. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. Info related to the application of current and if the needle was kept stationary during use was requested, but not provided. The instructions state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position can result in breakage and detachment of the needle. Needle knife breakage can occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit manufacturer's instructions. Needle knife breakage can occur if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. Prior to distribution, all huibregtse single lumen needle knife sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. Corrective action: this type of occurrence was brought to the attention of the appropriate personnel in an effort to heighten awareness. No further action warranted at this time because this report could not be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.